Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult to open or close could not be determined in this complaint. The reported difficult to remove was a result of user technique procedural circumstance/operational context. The reported material separation was a cascading effect of difficult to remove. The reported patient effects of unexpected medical intervention and surgical intervention were a result of case specific circumstance as the clip was snared and was retracted to the femoral vein. A cut-down was performed to remove the clip. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip separation. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery system (cds) was advanced to the left atrium, however the clip did not open when trying to assess perpendicularity. Troubleshooting was unsuccessful, the clip did not open. When removing the cds, the clip was fully closed but the clip got caught on the steerable guide catheter tip. The clip separated from the delivery catheter mandrel, while still attached to the gripper line. The clip was snared and was retracted to the femoral vein. A cut-down was performed to remove the clip. The procedure was discontinued. No clips were implanted, mr remains at 4+. No additional information was provided.